Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Event description:
Physician was attempting to treat a lesion in the sfa to popliteal using in.pact pacific paclitaxel eluting balloon catheter, it was reported that balloon twist was noted during inflation. Procedure was completed with another balloon. There was no injury to patient.

Manufacturer narrative:
The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion device evaluation: the visual appearance of the balloon showed a twist 6 cm from the tip. After the decontamination visual and tactile inspection were performed: it was found unfolded, full of dried contrast medium. The 0,018¿¿ guide wire was loaded without any issue. During the analysis, negative pressure was applied with a manometric syringe on the balloon: no bubbles emerged in the water column. It was not possible to inflate the balloon because the inflation lumen was full of dried contrast medium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.